Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Evaluation results: the ipg was returned for an unspecified reason. Visual inspection of the returned ipg did not reveal any anomalies. The ipg was functionally tested and passed all testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's scs ipg was returned to sjm with no explanation as to why the ipg was removed. A follow-up with the patient's physician indicated the patient did not consult with his physician regarding the removal of his scs system and must have sought treatment elsewhere to have the system removed. No additional information is available at this time.